Event description:
During a colon resection procedure, the device did not fire completely. The surgeon manually sutured. The hospital has reported no pt injury.

Manufacturer narrative:
9/11/97-supplemental rpt #1 submitted to FDA.